Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced there was a blockage in the tubing on (B)(6) 2024, which resulted in elevated blood glucose, therefore patient had received correction bolus via pump. The patient changed supplies as necessary and resumed insulin therapy. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6008159 have already been previously tested in the 2121214 on 03/mar/2025. The reference samples were visual inspected and tested for flow. All test results were within specifications as per (B)(4) test report. Device history record (DHR) review: the 6008159 was manufactured according to the document version 115 on the packing process in the line inset 7 on 14/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 03-jun-2025 against malfunction code occlusion in the tubing and/or tubing connectors and lot 6008159 and one more complaint have been registered in database for the same lot 6008159 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.